Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. The thin plastic strip located above the lcd display is missing. Plus the center (enter) keypad button has a crack right in the middle. Upon visual inspection, the battery compartment and the electronic assembly inside the case showed signs of corrosion. In addition the lcd screen has a huge grey spot blocking out much of the right half of the display. Unable to perform the displacement test due to the corrosion and the missing segments on the lcd display.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that crack was seen on insulin pump and was exposed to moisture. Troubleshooting was not performed for damage. The insulin pump will be returned for analysis.